Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that during the op check test, when the charge button was pressed, the device failed to charge and proceeded with the op check test. There was no patient involvement.

Event description:
The customer reported that during the op check test, when the charge button was pressed, the device failed to charge and proceeded with the op check test. There was no patient involvement.